Event description:
After 29 months of implantation, this lead was explanted because of erosion. This is part of a whole system explant and the pacemaker that was attached to this lead was also reported on an MDR.